Event description:
It was reported " intra-aortic balloon counterpulsation catheter placement was performed in the catheterization laboratory, using this product, which was routinely operated by the operator, and which was found not to be primed intraoperatively, and which was immediately withdrawn, replaced, and placed intravascularly in the secondary vessel". To continue therapy the device was removed and replaced into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab unable to aspirate/flush central lumen is not able to be confirmed. The product was not returned for I nvestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " intra-aortic balloon counterpulsation catheter placement was performed in the catheterization laboratory, using this product, which was routinely operated by the operator, and which was found not to be primed intraoperatively, and which was immediately withdrawn, replaced, and placed intravascularly in the secondary vessel". To continue therapy the device was removed and replaced into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".